Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The blood glucose value of the customer at the time of the event was 572mg/dl. Customer current blood glucose was 595 mg/dl. Customer does not report any symptoms related to high blood glucose. Customer treated the high blood glucose with insulin pump and manual injection/insulin pen. Troubleshooting confirmed that the customer has been using the insulin pump within 48 hours of the reported hyperglycemic event. The device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Pump case type: ngp. On september 15, 2022 the device was returned due to customer allegation to device under delivering causing high bgs. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the device history on the event date of september 15, 2022 found bolus deliveries of 1.2u at 04:01:12.000, 0.5u at 06:34:40.000, 0.2u at 07:17:26.000, 3.5u at 08:17:33.000, 1.4u at 11:18:46.000, 1.4u at 13:13:58.000, 0.7u at 14:22:52.000, 0.5u at 15:17:06.000, 0.1u at 16:18:00.000, 1.1u at 19:37:10.000, 0.8u at 20:48:58.000, and 0.2u at 21:46:36.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case and pillowing keypad overlay. In summary, customer allegation for device under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.